Manufacturer narrative:
Patient information was unavailable from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. This event was isolated to one particular patient exam. Reported issue could not be duplicated with other exams. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon was unable to successfully register the patient using tracer registration. While the surgeon was tracing the patient the 3d model would turn 90 degrees during registration. The site representative stated that the patient tracker was positioned correctly on the 3d model and on the patient. The surgeon opted to cancel and reschedule the procedure. There was no harm to the patient reported.